Event description:
Report received of an over-delivery of morphine. The customer contact indicated the event was the result of the clinician failing to follow the label instructions on the set packaging and the pump regarding clamping of the tubing sets prior to removal from the pump. The pt was receiving concurrent infusions of normal saline at 75ml/hr on the primary line, and morphine (100mg in 100ml of normal saline) at 3ml/hr on the secondary line. To obtain new IV access after the pt's IV had infiltrated, the nurse reportedly powered the pump off and removed the tubing cassette from the pump without clamping either of the tubing sets. The customer stated, "the labels instruct the user to clamp the tubing when removed from the pump". After IV access was obtained, another nurse powered the pump on, reinserted the cassette into the pump, and pressed run. It was estimated that within a "few minutes" of resuming the infusions, the pump alarmed for air in line and the secondary bag of morphine was found empty. The customer reported that they determined that an estimated "80ml" of the morphine solution unknowingly flowed retrograde into the primary bag prior to the infusions being resumed. There were no changes in the pt's vital signs, yet the nurse believed that the pt appeared "a little more sleepy" than just prior to the event. It was reported that the pt was given narcan 0.4mg IV, and "within about a minute" the pt was reported to appear "more awake". New bags of solutions and tubing sets were used to resume the infusions on the same pump with the same settings. No adverse pt sequelae were reported. Though requested, no further info was available.